Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sept2019. The reported issue was found by a philips field service engineer (fse) during preventative maintenance (pm). The fse reported that the pm could not be completed because of the reported issue. The fse documented that the customer will perform repair for the reported issue, and then contact the fse to complete the pm. The gas delivery system (gds) was returned for failure investigation. Testing was performed and it was found that the airflow sensor drift caused unit to pass out of specified range. Root cause failure determined to be fault in u1 of airflow subsystem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during performance verification testing (pvt), the oxygen flow measurement of a v60 ventilator was out specification. The ventilator was not in use on a patient at the time of the reported event.